Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant product(s): guide wire: all star. Guide catheter: al1 8f; 8f guideliner. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with unstable angina and a large, expanding atherosclerotic aneurysm in the proximal right coronary artery (rca). A 4.0x26 rx graftmaster covered stent was successfully deployed at 16 atmospheres (atm) across the proximal rca aneurysm, followed by post-dilatation of the proximal and distal portions with an unspecified non-compliant balloon inflated to 18 atm. A 4.0x22 non-abbott drug-eluting stent was then deployed at 14 atm overlapping the distal edge of the graftmaster to seal the distal endoleak and treat residual stenosis. Complete exclusion of the aneurysm was confirmed via angiography and intravascular ultrasound. There were no adverse patient sequelae related to use of the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Additionally, it was reported that the procedure was to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.